Event description:
It was reported that a drain was used in a pt in the pleural cavity after appropriate draining of the cavity. Several hours later, the patient's hemocrit was noted to be dropping. X-rays were taken and noted that fluid had build up in the right lung space. The facility admitted that they would have expected to find a clot upon removal of the drain but found none. Another unspecified chest tube was placed. The pt is reported to have recovered fully from the event. Additional information received revealed that the drain was placed high up toward the apex in the pleural cavity.